Manufacturer narrative:
The button"100%o2 enrichment " was found not sensitive enough. Key and led board were replaced.

Event description:
Hamilton medical ag received the following incident description: ip hard key are not working